Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample initially resulted as > 3000 pg/ml. The sample was repeated with a times 2 dilution, resulting as 2748 pg/ml. The sample was repeated with a times 3 dilution, resulting as 2304.6 pg/ml. The sample was repeated with a times 4 dilution, resulting as 2129.6 pg/ml. The 2304.6 pg/ml value was reported outside of the laboratory to a physician. No adverse events were alleged to have occurred with the patient. The e411 analyzer serial number was asked for, but not provided. The customer stated that there were no issues with quality controls. The customer did not use diluent multiassay to dilute the sample. Product labeling states that samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay.

Manufacturer narrative:
As the customer did not use a dilution ratio and diluent specified for use with the assay, this is likely the root cause for the event. The recommended dilution ratio is 1:10 and the recommended diluent is diluent multiassay.